Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the patient's right ventricular (rv) lead had no sensing or capture. It was also noted there was high impedance. The lead was partially explanted and replaced. The patient was a participant in the system longevity study(sls) clinical study.no patient complications have been reported as a result of this event.